Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Patient was almost fully recovered. Patient was still doing occupational/physical therapy (pt/ot). No further information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had symptoms that resembled a ischemic stroke left sided weakness, left facial droop, lethargy. Patient was not candidate for antitachycardia pacing (atp). Symptoms were resolving. Magnetic resonance imaging (MRI) was unable to be done to confirm cerebrovascular accident (cva), by symptoms ischemic stroke was diagnosed per neurology. International normalized ratio (inr) was 1.8 at time of stroke